Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to a laboratory device. The reporter informed the customer care advocate that he/she obtained an inaccurate high reading of "249 mg/dl" with the subject meter. The laboratory result was not obtained. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.